Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were unaware if the cause of the high impedances was determined or if any other diagnostic testing was done other than impedance testing. In order to resolve the issue the rep. Reprogrammed the consumer using contacts with impedances within range.

Event description:
The manufacturer's representative (rep) reported they met with the consumer on (B)(6) 2016 because starting about three weeks ago they were getting jolts in their leg which caused them to have involuntary movements in their leg and it buckled. The consumer seemed to attribute using the same patient programmer (pp) for each of their implantable neurostimulators (ins) for the jolting sensation which also went to their arms, but it was reviewed with the rep. The pp was compatible with both implants and this shouldn't have caused the issue. There were no traumas or falls reported related to the issue. An impedance check was performed at 0.70 volts with electrodes 2, 10, and 13 greater than 10 ,000 ohms. Other impedance results included the following: electrode 8 was 9.637 ohms, electrode 9 was 7,602 ohms, electrode 11 was 8,705 ohms, electrode 12 was 9,693 ohms, electrode 14 was 1,095 ohms, and the rest were between 609 and 1,092 ohms. The rep. Then performed another impedance check at 1.50 volts (the maximum the consumer could tolerate) with electrodes 2, 10, and 13 greater than 20,000 ohms. Other impedance results included the following: electrode 8 was 8,398 ohms, electrode 9 was 1,007 ohms, electrode 11 was 6,683 ohms, electrode 12 was 813 ohms, and electrode 14 was 7,575 ohms. The rep. Was going to speak with the healthcare provider (hcp) about the situation further. Relevant medical history includes rsd/causalgia-complex regional pain syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the patient's other implanted ins has the serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on (B)(6) 2018 from a manufacturer representative that the patient felt the device shut off every now and then. Some contacts were over 10,000 ohms. Impedances were run at 0.7v resulting in electrodes 2, 9, 11 ,13, and 15 over 10,000 ohms when different reference electrodes were checked. The other electrodes were around 700-800 ohms except for 10 which was at 2000 and 12 which was at 9000 ohms. Impedance measurements were attempted at 1.5v but it was stopped because it was too strong and the patient's legs were jumping. Programming was noted to be 7+ 8-9-10+ at 0.5v, 450 pulse-width, and 60 rate with > 4000 ohms with a 24 hour per day use which estimated to greater than 120 months and bat of 2.895. This ins was implanted in left abdomen for low back and leg pain. It was reviewed by the technical that the high impedance on electrode 9 was likely preserving the battery and the device was likely going to trigger elective replacement indicator (eri) soon. The caller was going to discuss with the health care provider (hcp) on how to proceed. It was reported that the issue of the patient feeling stimulation turn off started in (B)(6) 2017 and had gotten worse. The high impedances were first seen on the day of the call ((B)(6) 2018). It was reported that registration of the devices showed incorrectly. The patient currently had 2 inss implanted. This was verified with clinician programmer interrogation. The patient currently used both inss and there were no concerns regarding longevity. The second ins was implanted under the armpit for neck and right arm pain. The electrode impedances were around 500-600 ohms for 0+1-2-3+ at 1.2 v, 450 pulse-width, 60 rate, 378 ohms, and 24 hours per day which estimated to 53 months and a bat of 3.025. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined. The patient was being scheduled for a replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient had an ins replacement on (B)(6) 2018. The status of the explanted device was unknown. No further complications were reported.